Manufacturer narrative:
Block b3: exact date unknown, event occurred about a year ago. Block d6b: explant date: a year ago. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model:sc-2317-70. Serial: (B)(6). Batch: 5146760/7072699.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent a full system explant procedure. The explanted ipg and leads will not be returned as they were kept by the medical facility.